Manufacturer narrative:
Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- mcath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section h6. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device anchor plate was stuck in the sheath. The patient was in stable condition. The procedure was successful. The blood loss was less than 250cc's. Manual pressure was applied. There was no patient injury, medical/surgical intervention required. Additional information was received on 30april2021: the procedure performed was a left heart catheterization using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The anchor was stuck in the sheath, so they had to pull it out and hold manual pressure. The device pulled out.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and the carrier tube assembly. There was blood-like substance on the returned device. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position with the color bands exposed. The tip of the device was subjected to further visual analysis. The anchor and collagen were observed to be fully out of the hemostasis sheath. The collagen appeared to be folded (but not completely in a knot) with some portions discolored red indicating contact with a blood-like substance. There was a significant amount of suture between the anchor and the tamper tube. A small portion of the tamper tube was also observed out of the hemostasis sheath. There was a longitudinal cut on the hemostasis sheath and the carrier tube assembly that exposed more of the carrier tube assembly. Based on the state of the returned device, functional testing was unable to be performed. The complaint could be confirmed for non-deployment pullout. Based on the returned device, the likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).